Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #: (B)(4).

Event description:
It was reported a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium wherein the guide wire broke. It was reported by the bwi representative, that the dilator of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was not able to pull back. The dilator would advance forward but was not unable to go back. They stated they pulled very hard on the dilator that the wire began to break. They had to cut the wire and put a short sheath in its place and then replaced the wire and put in a new carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The case continued. There was no patient consequence.

Manufacturer narrative:
On 9-jan-2023, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium wherein the guide wire broke. It was reported by the bwi representative, that the dilator of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was not able to pull back. The dilator would advance forward but was not unable to go back. They stated they pulled very hard on the dilator that the wire began to break. They had to cut the wire and put a short sheath in its place and then replaced the wire and put in a new carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The case continued. There was no patient consequence. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual and dimensional inspections of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the sheath; the dilator tip was found with very defined pressure marks. The dilator and a good known lab sample catheter were introduced through the sheath, and no obstruction or resistance was felt. The dilators outer diameter was measured, and dimensions were found within specifications. Device history record evaluation was performed for the finished device, and no internal actions related to the reported complaint condition were identified. The issue reported by the customer could be confirmed since the guide was found stuck in the dilator tip; other issues or circumstances may have occurred during the usage of the device that compromised its performance. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: guide (g04061) were selected as related to the damaged dilator. Investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer's reported issue of resistance with the sheath. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).